Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m55u8z. The analysis found that one psee60a device was returned in good visual condition and with five cartridge reloads present. The reloads b,c and d gst60w. The reloads e and f ecr60d. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic total gastrectomy, deployed staples of the side of the esophagus were almost unformed though the proximal few staples were formed properly at the 2nd firing on the stomach and esophagus. Deployed staples of the side of the stomach were formed properly. The cartridge was gold. Then, oozing occurred. Additional suture was performed to complete the case. The amount of oozing was unknown. Blood transfusion was not required. After the event, the same device fired three times more without any incident. The same device fired 5 times or so. The doctor thought the target tissue may be strained and the doctor was satisfied with the cause of the event. There were no adverse consequences to the patient.